Event description:
Device 2 of 2. Reference MFR report: 1627487-2019-00650. It was reported that the patient experienced high impedances on contacts 1-8 on one of the leads. As a result, the patient underwent surgical intervention wherein one lead was explanted. Effective therapy was restored with the lead that remained in situ. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.